Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument has a broken jaw tip. The cable is not frayed or broken. No other damage was found.

Event description:
It was reported that the 5mm needle driver instrument was used as a replacement to complete a da vinci s myomectomy procedure. After some time of use, the tip of the instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported. Med watch report 2955842-2010-00328 was submitted concerning the first event.